Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) would not respond to a programmer or a magnet. The ICD is scheduled for replacement.